Manufacturer narrative:
This is report 4 of 4 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual asymptomatic patient. Repeat testing of the nasal swab sample with the testing platform produced a negative result. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
This is report 4 of 4 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual asymptomatic patient.